Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #:(B)(4).

Event description:
It was reported that two collisions between the robot arm and the mayfield head holder occurred during the surgery.

Manufacturer narrative:
Device history record review and complaint history review did not identify contributing factors. A full analysis of the data logs from the subject event has been performed. This analysis concluded that a first communication error occurred in guidance, when the robot arm was driven onto the last planned trajectory, due to the collision of the robot arm with the mayfield. This event could have been avoided by releasing the foot pedal, as explained in the user manual, therefore, the issue can be considered as a use error. Two others communication failures were detected, at the arm connection, due to the previous collision. The arm was likely still in contact with the mayfield, that is why the controller detected a default situation on the axis previously involved in collision. This event caused the shutdown of the device which is a normal behavior.

Event description:
It was reported that two collisions between the robot arm and the mayfield head holder occurred during the surgery.